Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020.

Manufacturer narrative:
This report is submitted on 9 july 2020.

Event description:
Per the clinic, the patient experienced infection following initial implantation and underwent revision surgery on 2 separate occasions. The patient was administered with IV antibiotics however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2020.